Event description:
It was reported that during pre-use inspection for a therapeutic procedure, the rigid video scope had white and green noise in the image, about ten minutes after connection. The device was handled as per the instruction manual. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image turned green/image has pink noise, component failure of ccd sensor in the r-unit and component failure of universal cable. Based on the results of the investigation, it is likely the following led to the malfunction: due to component failure of universal cable, and therefore the image has pink noise. Due to component failure of ccd sensor in the r-unit therefore image turned green. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.